Manufacturer narrative:
An investigation was initiated in response to a customer complaint of bad correlation results between the vidas® estradiol ii 60 tests (ref.30431, lot 1007904680) and the beckman and roche test methods in association with a patient sample. The customer's sample was requested, but was unavailable to be submitted for investigational testing. Complaint trending analysis: according to the complaint trend analysis performed on 03sep2020, there is no recurrence of customer¿s issue on vidas estradiol ii ref 30431 lot 1007904680/210210-0. Quality control records : the analysis of the batch history records of vidas estradiol ii ref 30431 lot 1007904680/210210-0 showed no anomaly during the manufacturing, control and packaging processes. There were also no non-conformities nor capas linked to the customer¿s complaint recorded on vidas estradiol ii ref 30431 lot 1007904680/210210-0. Test performed by complaint laboratory . Complaints laboratory performed several tests : 1. Study of internal samples control charts: this analysis was carried out : on 6 internal sera with targets between 24.6 and 2721 pg/ml. On 7 batches including the batch mentioned by the customer vidas estradiol ii ref 30431 lot 1007904680/210210-0. Results: all values are within specifications, customer¿s lot is in trend with the other lots. 2. On internal samples: the complaints laboratory tested 3 internal samples (targets between 24.6 to 2169 pg/ml) on the retain kit vidas estradiol ii 1007904680/210210-0. Results: all samples results are within their expected specifications and similar to those observed before the batch release. There is no indication of any evolution over time of vidas estradiol ii 1007904680/210210-0. Root cause: the root cause could not be established, but a potential cause for the customer's high result may be a cross reaction with the hormonal medication treatment the patient is undergoing. Progynova is a hormone replacement therapy based on exogeneous supply of estradiol, and this medication may lead to overestimated concentrations of estradiol. As mentioned in vidas estradiol ii package insert in section ¿results and interpretation¿: ¿in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed.¿ the customer's sample was unavailable for investigational testing, so no further analysis can be performed. Conclusion: based on investigational testing, vidas estradiol ii reference 30431 lot 1007904680/210210-0 is within the expected performance. The cause for the customer's high result could not be established, but may be due to a cross reaction with the patient's treatment with progynova.

Event description:
Note: reference (B)(4) is not registered in the united states. The u.s. Similar device is product reference (B)(4). A customer in (B)(6) notified biomérieux of bad correlation results between the vidas® estradiol ii 60 tests (ref.30431, lot 1007904680) and the beckman and roche test methods in association with a patient sample. The customer initially tested the patient sample using the vidas® estradiol ii 60 tests (ref. (B)(4), lot1007904680. The patient sample was then tested at a separate laboratory using the beckman and roche test methods. The results from all assays were requested by biomérieux, but not provided from the customer. At the time of the assessment it is unknown if the vidas® estradiol ii 60 tests provided an overestimated or underestimated result. It was specified that the patient was undergoing progynova hormonal treatment at the time of testing. The customer confirmed the discrepant result had no adverse impact to the patient¿s state of health. Biomérieux has initiated an internal investigation.